Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "indications for use: for urological use only. Single-use. Single patient use, do not reuse. Adverse reactions. Urinary tract infection. Bleeding from the urethra. Irritation of the urethra. Wash your hands thoroughly with soap and water. Remove catheter from the pack. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. Gently insert rounded end of catheter into urethra. When urine stops flowing, remove catheter from urethra. Dispose of catheter in accordance with local rules and regulations. Wash your hands." (B)(4).

Event description:
It was reported that the patient experienced a urinary tract infection during use of the device. The patient also noted that the catheters were re-sterilized.

Manufacturer narrative:
No sample was returned for evaluation. Based on the investigation findings, current manufacturing controls are considered adequate as to detect and segregate any nonconforming unit. The event described was confirmed as a user related issue. The root cause for this was due to the device being used improperly. The device performance was compromised due to reuse.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "indications for use: for urological use only. Single-use. Single patient use, do not reuse. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra wash your hands thoroughly with soap and water. Remove catheter from the pack. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. Gently insert rounded end of catheter into urethra. When urine stops flowing, remove catheter from urethra. Dispose of catheter in accordance with local rules and regulations. Wash your hands." (B)(4). The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection during use of the device. The patient also noted that the catheters were re-sterilized.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection during use of the device. The patient also noted that the catheters were re-sterilized.